Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead system exhibited low pacing, lead impedance measurements less than 200 ohms. The patient underwent a revision procedure where this ra lead was surgically abandoned. Additional information received from the field representative indicated that the cause of the observation was not determined. The lead was not tested with pacing system analyzer (psa). The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead is no longer in service and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.